Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was also noted that there was intermittent noise on the right ventricular (rv) channel. Technical services (ts) recommended trouble shooting options and a battery estimate based on programming. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction: h6 device code.

Event description:
It was reported that there were concerns that this cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion (pbd). It was also noted that there was intermittent noise on the right ventricular (rv) channel. Technical services (ts) recommended trouble shooting options and a battery estimate based on programming. This device remains in service. No adverse patient effects were reported.